Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Due to character limitations e1 initial reporter (B)(6). H3 other text : device discarded

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) aortic cutter safety lock was so stiff that it couldn't be pressed after many attempts. There was no contact with patient's aorta. A new device was used to complete the procedure. There was no procedural delay. No effect on patient.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. The lot # 3000334667 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.